Event description:
The physician was conducting an angioplasty in the tibial artery. When attempting to remove the savvy long balloon catheter of the body, the catheter broke in half and separated. There was no patient injury reported. The lot number is not available, however, the product will be returned for analysis.